Event description:
The customer reported that the device shuts down while monitoring a pt. No adverse pt impact was reported.

Manufacturer narrative:
(B)(4): the customer reported that the device shuts down while monitoring a pt. No adverse pt impact was reported. The device was evaluated at philips and the symptom was verified. Replacing the power pca resolved the issue.